Manufacturer narrative:
One flothru dpt with two stopcocks attached at both ends of the dpt was returned for analysis. The original complaint of "dpt zeroed, but after that the pressure measurement was inaccurate" could not be confirmed exactly as reported because the dpt did not zero at all, nor sense pressure on a nihon koden bedside monitor. Electrical testing showed output impedance was out of specification per the directions for use. Continuity testing indicated that there was a gap between the #2 solder joint and the outer pad; they seemed to connect intermittently. There was no visible defect observed at the supercomal cable connector. Visual examinations were performed under 10x magnification. The reported defect was confirmed to be a manufacturing defect. This type of complaint was previously investigated. No actions were taken because the failure is a random occurrence and represents a low health risk. At this time the device history record has not be completed because the lot number is unknown. A supplemental report will be forthcoming if the lot number is received.

Manufacturer narrative:
A device history record review was complete and documented that the device met all specifications upon distribution.

Event description:
It was reported that "dpt zeroed but after that the pressure measurement was inaccurate. The value for right ventricular (rv) shown on the monitor was obviously too low such as 10mmhg."